Manufacturer narrative:
The sterilizable handles become damaged after multiple reuse and sterilizable processes. The sterilizable handle condition is to be controlled before use by the medical staff as described in the user manual. The broken part has been replaced at the customer site. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet sa provides product failure investigation, analysis and resolution for the device described in this report.